Event description:
After approx. 30 sec. Running time the wave of the catheter broke. No special circumstances, no failed attempts at thrombectomy, no special features. Recovery of the torn off part of the spiral with the head was possible without any problems. End of the intervention with pta and stent.

Manufacturer narrative:
Evaluation summary report attached in german was translated to english.